Event description:
It was reported that the pump exhibited a primary audible alarm background test: watch dog failure and primary audible alarm post. The event occurred during setup, no patient injury was reported.

Manufacturer narrative:
B3 unknown. One device was returned for analysis. Visual inspection showed a cracked right plunger case. Review of the event history log (ehl) showed primary audible alarm post and acu watchdog errors. A functional test was performed and the reported issue was not duplicated. As a result, no repairs was performed related to the speaker, however the plunger case, lead screw, and clutch halves were replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.